Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdomen pain'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('pregnancy (stillbirth or miscarriage)/miscarriage') in a 31-year-old female patient who had essure (batch no. C95076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 ((B)(6) 2002; (B)(6) 2007; (B)(6) 2011), spotting vaginal, loop electrosurgical excision procedure, multi gravida, dermatitis, goiter, folliculitis, arthritis and osteoarthritis. Previously administered products included for an unreported indication: klonipin from 2009 to 2010 and vicodin from 2008 to 2010. Concurrent conditions included overweight. Concomitant products included bupropion hydrochloride (wellbutrin) since (B)(6) 2015 to 2016, caffeine;paracetamol (excedrin) from 2014 to 2016, dicycloverine hydrochloride (bentyl) from (B)(6) 2015 to (B)(6) 2016, ibuprofen from 2014 to 2016, omeprazole from 2015 to 2016, paracetamol (tylenol) from 2014 to 2016, sertraline hydrochloride (zoloft) from 2015 to 2016 and trolamine salicylate (analgesia). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy/sores have gone away"), depression ("psychological or psychiatric problems ¿depression/anxiety") and anxiety ("psychological or psychiatric problems ¿depression/anxiety"). In (B)(6) 2015, the patient experienced visual impairment ("vision/eye problems ¿ eye sight deteriorated"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ dysmennorhea (cramping)"). In (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/ dyspareunia (painful sexual intercourse)"), nausea ("nausea") and feeling abnormal ("neurological conditions or problems-brain fog"). In (B)(6) 2016, the patient experienced mood swings ("hormaonal changes ¿ mood swings"), vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) ¿ yeast") and migraine ("migraines/headaches"). In (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced ovarian cyst ("reproductive system disorder or condition ¿ ovarian (as written);/ovarian cysts"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), back pain ("back pain") and gastrointestinal disorder ("gi conditions"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, vaginal haemorrhage, dysmenorrhoea, fatigue, nausea, allergy to metals, ovarian cyst and gastrointestinal disorder had resolved, the pregnancy with contraceptive device, abortion spontaneous, menorrhagia, bladder disorder, urinary tract disorder, dyspareunia, mood swings, vulvovaginal mycotic infection, feeling abnormal, depression, anxiety, vaginal discharge, visual impairment, weight increased, pelvic pain and back pain outcome was unknown and the migraine was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, gastrointestinal disorder, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: on (B)(6) 2014, done on the patient right side, first attempt to pass the essure became entangled most likely with the iud and was distorted. This was removed and the new one was used and easily inserted into the tubal ostium. Three cores were counted and photographed. Identical procedure was done on the contralateral side with four cores counted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. The device was in place.. Lot number: c95076, manufacturing date: 2014-08-15, expiration date: 2017-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-dec-2019: quality-safety evaluation of product technical complaint. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdomen pain'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('pregnancy (stillbirth or miscarriage)/miscarriage') in a 31-year-old female patient who had essure (batch no. C95076) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 (B)(6) 2002; (B)(6) 2007; (B)(6) 2011), spotting vaginal, loop electrosurgical excision procedure, vaginal delivery, dermatitis, goiter, folliculitis, arthritis and osteoarthritis. Previously administered products included for an unreported indication: klonipin from 2009 to 2010 and vicodin from 2008 to 2010. Concurrent conditions included overweight. Concomitant products included bupropion hydrochloride (wellbutrin) since (B)(6) 2015 to 2016, caffeine;paracetamol (excedrin) from 2014 to 2016, dicycloverine hydrochloride (bentyl) from (B)(6) 2015 to (B)(6) 2016, ibuprofen from 2014 to 2016, omeprazole from 2015 to 2016, paracetamol (tylenol) from 2014 to 2016, sertraline hydrochloride (zoloft) from 2015 to 2016 and trolamine salicylate (analgesia). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy/sores have gone away"), depression ("psychological or psychiatric problems ¿depression/anxiety") and anxiety ("psychological or psychiatric problems ¿depression/anxiety"). In (B)(6) 2015, the patient experienced visual impairment ("vision/eye problems ¿ eye sight deteriorated"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/ dyspareunia (painful sexual intercourse)"), nausea ("nausea") and feeling abnormal ("neurological conditions or problems-brain fog"). In (B)(6) 2016, the patient experienced mood swings ("hormonal changes ¿ mood swings"), vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) ¿ yeast") and migraine ("migraines/headaches"). In (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced ovarian cyst ("reproductive system disorder or condition ¿ ovarian (as written);/ovarian cysts"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), back pain ("back pain") and gastrointestinal disorder ("gi conditions"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, vaginal haemorrhage, dysmenorrhoea, fatigue, nausea, allergy to metals, ovarian cyst and gastrointestinal disorder had resolved, the pregnancy with contraceptive device, abortion spontaneous, menorrhagia, bladder disorder, urinary tract disorder, dyspareunia, mood swings, vulvovaginal mycotic infection, feeling abnormal, depression, anxiety, vaginal discharge, visual impairment, weight increased, pelvic pain and back pain outcome was unknown and the migraine was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, gastrointestinal disorder, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: on (B)(6) 2014, done on the patient right side, first attempt to pass the essure became entangled most likely with the iud and was distorted. This was removed and the new one was used and easily inserted into the tubal ostium. Three cores were counted and photographed. Identical procedure was done on the contralateral side with four cores counted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. The device was in place. Most recent follow-up information incorporated above includes: on 3-dec-2019: pfs received. Lot number added. Medical history and concomitant drugs added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdomen pain'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('pregnancy (stillbirth or miscarriage)/miscarriage') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 3 ((B)(6) 2002; (B)(6) 2007; (B)(6) 2011). Previously administered products included for prevent pregnancy: mirena from 2011 to (B)(6) 2014; for an unreported indication: klonipin from 2009 to 2010 and vicodin from 2008 to 2010. Concurrent conditions included overweight. Concomitant products included bupropion hydrochloride (wellbutrin) since (B)(6) 2015 to 2016, caffeine; paracetamol (excedrin) from 2014 to 2016, dicycloverine hydrochloride (bentyl) from (B)(6) 2015 to (B)(6) 2016, ibuprofen from 2014 to 2016, omeprazole from 2015 to 2016, paracetamol (tylenol) from 2014 to 2016 and sertraline hydrochloride (zoloft) from 2015 to 2016. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy/sores have gone away"), depression ("psychological or psychiatric problems ¿depression/anxiety") and anxiety ("psychological or psychiatric problems ¿depression/anxiety"). In (B)(6) 2015, the patient experienced visual impairment ("vision/eye problems ¿ eye sight deteriorated"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ dysmennorhea (cramping)"). In (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/ dyspareunia (painful sexual intercourse)"), nausea ("nausea") and feeling abnormal ("neurological conditions or problems-brain fog"). In (B)(6) 2016, the patient experienced mood swings ("hormaonal changes ¿ mood swings"), vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) ¿ yeast") and migraine ("migraines/headaches"). In (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced ovarian cyst ("reproductive system disorder or condition ¿ ovarian (as written);/ovarian cysts"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), back pain ("back pain") and gastrointestinal disorder ("gi conditions"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, vaginal haemorrhage, dysmenorrhoea, fatigue, nausea, allergy to metals, ovarian cyst and gastrointestinal disorder had resolved, the pregnancy with contraceptive device, abortion spontaneous, menorrhagia, bladder disorder, urinary tract disorder, dyspareunia, mood swings, vulvovaginal mycotic infection, feeling abnormal, depression, anxiety, vaginal discharge, visual impairment, weight increased, pelvic pain and back pain outcome was unknown and the migraine was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, gastrointestinal disorder, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight: 189 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. The device was in place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. Events pelvic pain, back pain and gi conditions were added. Outcome for allergy, ovarian cysts and gi conditions were resolved. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdomen pain'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('pregnancy (stillbirth or miscarriage)/miscarriage') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 3 ((B)(6) 2002; (B)(6) 2007; (B)(6) 2011). Previously administered products included for prevent pregnancy: mirena from 2011 to (B)(6) 2014; for an unreported indication: klonipin from 2009 to 2010 and vicodin from 2008 to 2010. Concurrent conditions included overweight. Concomitant products included bupropion hydrochloride (wellbutrin) since (B)(6) 2015 to 2016, caffeine; paracetamol (excedrin) from 2014 to 2016, dicycloverine hydrochloride (bentyl) from (B)(6) 2015 to (B)(6) 2016, ibuprofen from 2014 to 2016, omeprazole from 2015 to 2016, paracetamol (tylenol) from 2014 to 2016 and sertraline hydrochloride (zoloft) from 2015 to 2016. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy/sores have gone away"), depression ("psychological or psychiatric problems ¿depression/anxiety") and anxiety ("psychological or psychiatric problems ¿depression/anxiety"). In (B)(6) 2015, the patient experienced visual impairment ("vision/eye problems eye sight deteriorated"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea") and feeling abnormal ("neurological conditions or problems-brain fog"). In (B)(6) 2016, the patient experienced mood swings ("hormaonal changes ¿ mood swings"), vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) ¿ yeast") and migraine ("migraines/headaches"). In (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced ovarian cyst ("reproductive system disorder or condition ovarian (as written);"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, vaginal haemorrhage, dysmenorrhoea, fatigue and nausea had resolved, the pregnancy with contraceptive device, abortion spontaneous, menorrhagia, bladder disorder, urinary tract disorder, dyspareunia, mood swings, vulvovaginal mycotic infection, feeling abnormal, depression, anxiety, ovarian cyst, vaginal discharge, visual impairment and weight increased outcome was unknown and the migraine and allergy to metals was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pregnancy with contraceptive device, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight: (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram in (B)(6) 2015: total bilateral occlusion. The device was in place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2019: pfs received- case becomes incident. Event injury was removed. New events abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, dysmenorrhea, dyspareunia, fatigue, hormaonal changes mood swings, infection (bladder/urinary tract/vaginal) ¿ yeast, migraines/headaches, nausea, neurological conditions or problems-brain fog, nickel allergy, abdomen pain, pregnancy (stillbirth or miscarriage); device ineffective, psychological or psychiatric problems depression/anxiety, reproductive system disorder or condition ovarian (as written), vaginal discharge, vision/eye problems eye sight deteriorated and weight gain were added. Product indication was updated. Explant date was added. Patient¿s date of birth, weight and height were added. Concomitant drugs, lab data and medical history were added. New reporters were added. Incident. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.